Event description:
It was reported that before use during pretesting of the foley catheter, sterile water leaked somewhere from the shaft to the funnel. Leak from the shaft or funnel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There was no patient involvement. This event is not reportable. The reported event is confirmed, cause unknown. Photo: received five (5) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter with sample port connector and its packaging. Visual: received 1 all-silicone temp sensing foley catheter with sample port connector, syringe and packaging label without original packaging. Verified material number 2758j14, manufacturing lot number ngjt2047 and batch number myjz0972. Visual inspection noted that the catheter shaft appears to be damaged. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution slowly leaked out of a pinhole on the shaft of catheter. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Product labeling was reviewed for this investigation. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use during pretesting of the foley catheter, sterile water leaked somewhere from the shaft to the funnel. Leak from the shaft or funnel.